Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a cassette leak was not confirmed and the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports and will continue to monitor the product line to determine if further actions are required.

Event description:
A customer contacted (B)(4) to report that when connecting a drain line extension on the home choice (hc) after use. The hp stated that when he connected a drain line extension to his drain line it sometimes leaked. The hp was not sure if it occurred during therapy or when disconnecting in the morning. (B)(4) reviewed how to ensure the lines were connected properly. (B)(4) spoke with the hp, who said that the problem was that he was not connecting the extension as tightly as he should have so there was some leakage from the connection. The hp he discussed it when he contacted baxter, and he had not had the problem since. The hp stated that it was his fault and there was no problem with the supplies. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.